Event description:
On (B)(6) 2018, the subject pacemaker was pacemaker implanted. A re-intervention was performed on the same day, as the implanted leads were found to be connected adversely (the atrial lead to the ventricular port and the ventricular lead to the atrial port). When the leads were disconnected from the pacemaker, blood adherence inside the connector port was confirmed. The physician decided to open and implant a new pacemaker.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the subject pacemaker was pacemaker implanted. A re-intervention was performed on the same day, as the implanted leads were found to be connected adversely (the atrial lead to the ventricular port and the ventricular lead to the atrial port). When the leads were disconnected from the pacemaker, blood adherence inside the connector port was confirmed. The physician decided to open and implant a new pacemaker.